Event description:
It was reported via repair work order that the stair chair was unable to engage stairs due to a damaged patient left track belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.